Event description:
After using philips dreamstation 1 CPAP machine, I began developing problems with constant shortness of breath, chest tightness, dizziness, and headaches. I have no official diagnosis yet but to continue I will be bringing up the topic of the recent recall of my machine. FDA safety report ID# :(B)(4).